Event description:
It was reported during an initial implant procedure that the helix mechanism of the right ventricular (rv) lead had extension difficulties. This was noted prior to inserting the lead into the body. Additionally, during the procedure it was noted that the helix also had difficulties retracting. The rv lead was not used and a new rv lead was successfully implanted on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event for a helix mechanism issue was not confirmed. As received, a complete lead was returned in one piece with a stylet inserted. Visual inspection of the lead found the helix to be partially extended. The helix was extended and retracted. The measured full helix extension length was within product specification. Analysis was normal. No anomalies were found